Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patients onetouch ultra 2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy issue began at approximately 8.00am on (B)(6) 2016. The reporter claimed the patient obtained blood glucose readings of "280, 300, 73, 541 mg/dl" with the subject meter and "73mg/dl" on the other device. As the readings were taken more than 30 minutes apart, lifescan does not consider this to be a valid comparison. The patient manages her diabetes with insulin (lantus) and oral medication (metformin). In response to the alleged issue, the patient reportedly took 2 extra units of insulin at 10 pm every day from (B)(6) 2016. The reporter claimed the patient developed the symptom of "nervousness" approximately 24 hours after the alleged meter issue began. In response to the symptoms, the patient was treated by a health care professional (hcp) in an emergency room with food/drink on (B)(6) 2016 at 3.30pm. The reporter stated that the patient had two blood glucose readings taken using a hospital meter; these were taken at unknown times with results of "78mg/dl" and "83 mg/dl". During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that samples were taken from the correct sample site. Products were requested back from the patient for evaluation and replacement products sent. This complaint is being reported because the patient reportedly received hcp treatment for a low blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.